Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the acetabular liner. During the revision, the acetabular shell and liner and the femoral head was removed and replaced. The acetabular component was replaced with competitor product.